Event description:
It was reported that the device logged event codes in the memory and intermittently failed to complete the boot cycle upon power on. There was no patient use associated with the event.

Manufacturer narrative:
Additional information: physio-control further evaluated the removed system pcb assembly and determined the cause for the malfunction to be failure of an ic chip, designator u61.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure to boot up properly. Physio isolated the cause for the malfunction to be the system pcb assembly. Physio will replace the system pcb assembly to resolve the issue and return the device to the customer for use.